Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-04985. It was reported the pt had undergone an MRI with his scs system implanted. The system was not turned off prior to starting the MRI and the pt received a jolt. The MRI was stopped, and the scs system was turned off. Since then the ipg would not turn on or communicate with the programmer. A review of the device MFR's system indicated the pt had called regarding whether an MRI would impact the system; the record indicated the pt was advised an MRI could produce a jolt and impair the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.